Manufacturer narrative:
It was reported "she was walking on the street and the front right wheel stopped turning. She fell down and hurt her hip and shoulder." Due to this, "doctor prescribed some pain medication". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wheel stopped turning